Event description:
It was reported that the patient was on a cardiac monitor and the doctor noticed occasional dropped ventricular pacing events. All other device testing and function was normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.